Manufacturer narrative:
One medfusion pump was received with a crack on the right plunger case. The event log was reviewed and there was a motor rate error. The occlusion test was performed and a motor rate error was found during occlusion test. The leadscrew and clutch halves were not operating as intended. The leadscrew, clutches and plunger cases were replaced. The pump was then recalibrated and all functional tests passed.

Event description:
Information was received indicating that a smiths medical medfusion pump failed occlusion test during preventative maintenance. There was no patient involvement.